Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target lesion was located in the mildly tortuous, severely calcified, 95% stenotic proximal and 90% stenotic mid left anterior descending artery (lad). A 3.75 x 10 mm cutting balloon failed to cross into the lad, a 2.00 x 20 mm stormer balloon did cross the lesion and predilated to 10 atms. The physician again attempted to use a 3.5 x 6 mm cutting balloon but this cut only at the most proximal portion of the lesion. A 2.50 x 20 mm stormer balloon was then used for predilation but did not fully open the lesion. The physician attempted to stent the lesion with a 3.50 x 32 mm taxus express2 drug eluting stent but was unable to cross the lesion. The 2.50 x 20 mm stormer balloon was again used for predilated, at 18 atms but the lesion was not opened distally, the balloon was dilated to 20 atms with good openinng of the lesion. The physician then implanted the 3.50 x 32 mm taxus express2 drug eluting stent deployed at 18 atms, but the stent did not appear fully opened in the mid portion. The physician wanted to post-dilate the stent in order to fully open the stent, but when the stent delivery balloon was deflated withdrawal resistance was felt. The physician tried withdrawing the stent for 20 minutes with no success. The pt was then taken to surgery where the balloon was removed and coronary bypass was done to the lad. The pt was unable to return to spontaneous breathing after surgery and received a tracheotomy with need for continued respiratory care.